Event description:
The lead was explanted due to noise observed on the stored egm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the outer insulation was abraded between 12.7 cm and 13 cm, exposing the blue cables. However, the inner insulation and the insulation of the blue cables were found intact. The lead exhibited normal electrical characteristics. The lead impedance, pacing coil resistance and high voltage intergrity could not be measured, as the lead was cut in the field and the explant tool could not be removed.